Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was not storing information. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: the black box history begins on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The pump was exercised for 24 hours with a 1.0 unit/hour basal rate. At the end of testing the basal history correctly showed 1.0 unit and the total daily dose showed 24.0 units, as expected. The investigator manually performed a 10 unit audio bolus and a 10 unit normal bolus. Both were accurately recorded in the bolus history. An alarm was reproduced for testing purposes; the alarm was accurately recorded in alarm history. Investigation was unable to duplicate complaint of ¿pump not storing all the information¿, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.